Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log file confirmed low flow alarms; however, a specific cause for these alarms could not be conclusively determined through this evaluation. Additionally, a direct correlation between heartmate 3 left ventricular assist system (lvas) and the reported events and patient outcome could not conclusively be determined. The controller event log file contained events from 26nov2022 through 21dec2022. Transient low flow fault flags were captured on 09dec2022 which resulted in one low flow hazard alarm. No other notable events or alarms were captured. The pump appeared to function as intended at the set speed. Hm3 lvas was not explanted for evaluation. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 ¿introduction¿ lists potential adverse events, including sepsis, respiratory failure, cardiac arrythmia, venous thromboembolism, arterial non-central nervous system (cns) thromboembolism, and death, that may be associated with the use of the heartmate 3 lvas. Section 6 of the IFU, ¿patient care and management¿, lists arrhythmia and thromboembolism as potential late postimplant complications. Additionally, this section also contains information regarding the recommended anticoagulation therapy and inr (international normalized ratio) range. Section 1 of the IFU also addresses all pump parameters. This section explains how pulsatility index (pi) calculation represents cardiac pulsatility. The magnitude of the pi value is related to the amount of assistance provided by the pump. Higher values indicate more ventricular filling and higher pulsatility. Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms. Per design, when the estimated flow value is calculated at less than 2.5 liters per minute (lpm), a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 4 also explains that changes in patient condition can result in low flow. Section 5 of the patient handbook, ¿alarms and troubleshooting¿, and section 7 of the IFU, ¿alarms and troubleshooting¿, provide information on all system alarm conditions as well as the appropriate actions associated with each condition. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had abnormal labs and log files were sent for review. The log file revealed sustained low flow hazard events on (B)(6) 2022. A set speed increase was also recorded on (B)(6) 2022. Additional information was provided that the patient was admitted due to suspected sepsis with hypoxia. The patient had acute hypoxic respiratory failure and pulmonary emboli in the setting of poor adherence to their medical therapy (including anticoagulation) and required a prolonged hospitalization with intubation for greater than 2 weeks. Additionally, the patient developed ventricular arrhythmias and progressive shock. The patient was transitioned to comfort measures on (B)(6) 2022; extubated and the lvad was deactivated, and they passed away.